Event description:
During cardiac catheterization, swan ganz inserted for evaluation of pulmonary pressure. During procedure, patient developed hemoptysis with hypotension. Resuscitative measures instituted, without effect. Patient dieddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.